Event description:
It was reported by an attorney that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2022 and mesh was implanted during which the surgeon noted her performed meticulous lysis of dense adhesions between the previously placed mesh and the small bowel. He opted to convert to an open procedure in order to more closely inspect the area. Upon inspection, two serosal tears in the small bowel were found and repaired with excellent hemostasis. Finally, the previously placed mesh was excised and the recurrent fascial defect superior to the previously placed mesh was repaired. It was reported that the patient experienced severe pain, g.I. Irregularities, anxiety and depression. It was reported that patient had hernia repair surgery on (B)(6) 2014 and mesh was implanted which was captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/19/2022. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.